Event description:
Event description boston scientific received information from the patient's family member that the patient's device, which had been implanted over seven years, depleted prematurely. The family member is also dissatisfied with the guidant's service due to the difficulty receiving a replacement device.